Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter's address: (B)(6). Block h6: imdrf device code a0203 captures the reportable event of stent size incorrect. Imdrf impact code f2301 captures the reportable event of another 6 cm stent was implanted to bridge the stricture.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was to be implanted in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, stent deployment could not be controlled in the gradual fashion, but the stent was eventually successfully deployed inside the bile duct. However, it was noted during fluoroscopy that the stent length was shorter than 6 cm. It was noted to be "around 3-4." Another 6 cm stent was implanted to bridge the stricture and the procedure was completed. There were no patient complications reported as a result of this event.